Event description:
It was reported that following a patient fall (directly onto their hip), which resulted in a femoral fracture, a revision surgery was performed to removed a bhr resurfacing femoral head. The fracture site was reportedly compound in nature and quite distant from the location of the bhr implant. The bhr implants were reported to be well fixed on both the femoral and acetabular sides, and the acetabular cup was left implanted. The surgeon does not fault the implant involved in the revision.